Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via manufacturer representative. It was reported that it was thought stimulator might be on when it was showing off. Patient fell in (B)(6) 2019. The rep created a program to stimulate the left leg and the patient realized that the sensation they thought they are feeling was not stimulation at all. Doctor diagnosed patient with nerve pain and gave injections but the patient was just curious if the stimulator was still working after the fall. The rep interrogated the device and everything seemed fine. Patient was implanted in 2014 and is interested in getting a battery replacement. The issue was resolved. Patient's weight was asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he turned the ins off 2 months ago because he was feeling uncomfortable stimulation. The patient reported that he was still feeling ¿vibration¿ down his leg with stimulation off for 2 months. The patient reported that he went to his new healthcare provider (hcp) and the hcp told him it was a nerve and gave him an epidural, but it didn¿t help. The patient noted that the new hcp didn¿t work with pain stim therapy. The patient reported that he fell a couple of months ago and he noticed the vibration gradually after his fall. No further complications were reported.